Event description:
It was initially reported in the article titled "vagal nerve stimulator infection: a lead-salvage protocol" that there 6 patients that had infections after being implanted with vns. Follow-up with the physician indicated that he would not be providing any additional information. He was not willing to go back through the data to determine who the patients were and felt that all adverse events would have already been reported this medical device reporting (MDR) report is for patient 4. The infection occurred after the patient's generator replacement due to end of service. The patient presented 3 weeks post-operative with erythema and edema at both the generator and lead incision site. There were no associated presenting symptoms. Cultures were taken and showed (B)(6). The lead salvage procedure was not attempted as the patient presented with cervical purulence.

Manufacturer narrative:
(B)(4).